Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A product sample was received for evaluation. Three separate delivery accuracy tests were performed and the pump was found to be within manufacturing specifications. The root cause of the reported issue is unknown. No action was taken.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +8.75%. No patient involvement reported.